Event description:
Start total ankle replacement sliding core mobile bearing was exchanged due to implant fracture.

Manufacturer narrative:
There were no deviations reported in the DHR for part number 400-140, lot 0042074. All released parts were within specification.